Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, a review of the black box found one power reboot event in the pump¿s history on 29-sep-2107 associated with a alarm. The pump was returned with multiple cracks in the battery compartment. The battery cap was able to fit for testing. The pump was exercised for 24 hours with no loss of power occurring. Unrelated to the original complaint, the display was found to be dim with red lettering. The original complaint of an intermittent power issue was not able to be duplicated during the investigation.